Event description:
It was reported the sl0 tip detached in the patient's right groin area. The detached tip remains in the patient's right groin. This episode occurred toward the end of the procedure versus immediately after insertion of the catheters. These devices have been stored in a cardinal health pyxis system in the hospital since 2008.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow-up medwatch report will be submitted upon completion of our investigation.